Event description:
During device analysis, it was noted that the guidewire polytetrafluoroethylene (ptfe) coating was peeled off between 28 cm to 34 cm from its proximal tip. There were no clinical consequences to the patient.

Event description:
During device analysis, it was noted that the guidewire polytetrafluoroethylene (ptfe) coating was peeled off between 28 cm to 34 cm from its proximal tip. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the polytetrafluoroethylene (ptfe) coating was peeled off between 28.0cm to 34.0cm from its proximal tip. The coating appeared to be scraped off of the guidewire with the torque device collet, which was returned with the device. The guidewire was found to be bent at 30 cm from its proximal end. During functional testing, the guidewire was loaded and advanced through a demonstration excelsior sl-10 microcatheter. A lot of friction was noted and was likely due to the bend noted on the guidewire. The observed peeled/scraped ptfe coating is believed to have occurred from an insecurely tightened torque device. Since the device dfu (directions for use) specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to the dfu instructions not being followed.